Event description:
The facility representative reported a flo-gard infusion pump with failure code f-94. This condition was found after delivery in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-94 failure code was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective main battery. The main battery and harness were replaced to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.